Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
During a procedure, the suture passer would not pass the suture. There was a delay in procedure of unknown length. Competitor product was used to complete the procedure.